Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) level (value not provided) and diabetic ketoacidosis. Reportedly, the customer was new to the pump and started use prior to training. Additionally, customer did not recognize bg level was high as customer was not using the non-tandem continuous glucose monitor. Subsequently, customer was hospitalized. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.